Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set leakage issue on (B)(6) 2026 with two infusion sets. The infusion set leaked at site which leads to high blood glucose levels upto 200 mg/dl and was treated with manual injections.